Event description:
The report from the field indicated that during a percutaneous coronary intervention (pci), the stent was reported to be fractured. The product problem was reported to be noted before the product was used in the pt. There was no reported pt injury.